Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but have not sought further help. The device "had no effect on [the patient's] problem."

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0ujxm, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a problem with the patient programmer. The patient was not able to communicate with the implantable neurostimulator (ins) both with and without antenna attached. The patient was able to communicate with the ins earlier today prior to the report. The patient also saw a poor communication screen. It was also reported that the patient lost relief (¿today¿) on the day of the report and was not feeling stimulation. The patient was in program 4 at 0.55v and increased to 1.0 but it was too strong. The patient then lowered stimulation to 0.95v and was monitoring symptoms and would follow- up with the healthcare professional (hcp) if necessary. No outcome or intervention was reported regarding this event. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.